Event description:
It was reported that 2 batches of simplex cement with tobramycin were mixed at the normal mixing times of 1 minute in the revolution mixing kit. At 4 minutes the cement harden and was unable to come out the gun causing 2 more batches of simplex with tobramycin these were mixed at the normal mixing time of 1 minute in the revolution mixing kit. At 4 minutes again the cement was unable to come out of the gun only the tibia component could be cemented properly. Causing another 2 batches of tobramycin cement to be open and were mixed at normal mixing time of 1 minute in the revolution mixing kit. At 4 minutes again the cement could not be pushed out of the gun only allowing enough time for the femoral component to be cemented properly. Finally a 1/2 batch of simplex cement was mixed in a bowl for the patella component with no issues.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Visual inspection and functional testing was completed on the three retain samples of this lot. The results were satisfactory and within specification. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerisation reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilisation solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. The mixing properties of the retain samples of the reported lot code mbu015 were tested and show that all required specifications are met. It was not possible to replicate this event. No further investigation is required at this time.

Event description:
It was reported that 2 batches of simplex cement with tobramycin were mixed at the normal mixing times of 1 minute in the revolution mixing kit. At 4 minutes the cement harden and was unable to come out the gun causing 2 more batches of simplex with tobramycin these were mixed at the normal mixing time of 1 minute in the revolution mixing kit. At 4 minutes again the cement was unable to come out of the gun only the tibia component could be cemented properly. Causing another 2 batches of tobramycin cement to be open and were mixed at normal mixing time of 1 minute in the revolution mixing kit. At 4 minutes again the cement could not be pushed out of the gun only allowing enough time for the femoral component to be cemented properly. Finally a 1/2 batch of simplex cement was mixed in a bowl for the patella component with no issues.